Event description:
A baxter field service technician serviced a colleague device for fc 804:26 on channel b. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is colleague p1.5(6.13.92).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed but not reproduced during evaluation. The assignable cause was determined to be manual tube release (mtr) being used after power off popup set three times. No further action was required as the communication harness was inspected for pump head module (phm) ch b with no problem found. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be submitted if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary:after further investigation by quality engineers the assignable cause, for the failure code 804:26, was determined to be a software failure. Software failures are not associated with hardware failures and do not require any remediation or hardware component replacement.